Event description:
The harmonic device was not recognized. Manufacturer response for harmonic, (brand not provided) (per site reporter): sounds good! I will have to call this in to the FDA as well. I just need a couple questions answered. Was the patient harmed? The answer is no. Patient age and sex. Doctor name. How long was this case delayed? Describe what the issue was the deemed the device defective. Thanks, sales representative, stryker sustainability solutions.